Event description:
It was reported that the customer received a low battery power alert. The alert was frozen on the screen and the customer was temporarily unable to clear it. During troubleshooting with tandem technical support, the alert was cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.